Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was returned for analysis and the 5s parameters showed a hard optical sensor failure. A light continuity test was performed and the light leaked out the sensor face indicating that the optical fiber was intact. The optical sensor was imaged while still on the pump and an irregularity was noted in the sensor face. The cannula was removed to get better visualization of the sensor face. A puncture could be seen in the silicone, the source of the small punctures likely external to the sensor and punctured inward toward the cavity. The data logs confirm a hard optical failure on the 6th day of support. The root cause of the optical issue was determined to be a damaged sensor face due to external material puncturing the sensor face. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. During support, there was loss of placement signal. The team decided to not replace the pump and the patient remained on support. There was no reported harm or injury to the patient.